Event description:
It was reported that during the operation of this inflatable penile prosthesis (ipp) it was observed that the reservoir had been punctured through the middle. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.